Event description:
Boston scientific crm received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) varying shock impedance measurements were observed, including readings of noise and impedance less than 20 ohms. Another manufacturer's sub-q-array had been implanted prior to this procedure. Another sub-q-array was implanted at this procedure and shock impedance measurements were 60 ohms. However, intermittent readings of noise and impedances less than 20 ohms were again observed. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed possible electromagnetic interference (emi). Technical services also discussed a possible lead fracture. The available information suggests this device was implanted without further complication. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received indicating the observed noise was due to external sources. The sub-q-array was found to be fractured and was replaced. The available information suggests this device remains in service. Should additional information become available this report will be updated.